Manufacturer narrative:
The coil remains implanted and the pusher wire was discarded at the user facility; therefore, a product evaluation could not be performed. The root cause is unknown.

Event description:
It was reported that treatment was performed on a splenic artery aneurysm. After an azur embolization coil had been partially delivered, the coil was pulled back for repositioning; however, the coil was noted to have detached without use of the controller. The coil was pushed completely into the aneurysm and the procedure was completed successfully with additional coils without further incident. There was no reported patient injury.